Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist contacted the patient to obtain and verify information , however was unable to reach her by telephone. On june 5, 2009, the smss sent a letter requesting the patient contact medical surveillance. Three days prior to original date at 6:00 am, the patient obtained the blood glucose reading of 436 mg/dl on the reported meter, and a reading of 320 mg/dl on a second meter within 10 minutes of each other. A 9:00 am the patient reportedly experienced the symptoms of vomiting, sweating, and shaking. At 9:30 am, the patient was taken to the emergency room. The patient received no treatment. The patient manages her diabetes with an insulin pump, and tests her blood glucose level more than four times per day. It would have been helpful to determine if the patient administered insulin based on the 436 mg/dl meter reading, what insulin dose was taken, what meals were taken prior to the onset of symptoms, if the patient administered any self-treatment prior to going to the emergency room, her blood glucose level as tested by the hcp, to confirm she received no treatment, and her expected blood glucose readings. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating, and the meter was programmed with the correct unit of measure and calibration code number. Quality control testing was performed, with passing results. The meter, test strips and control solution were replaced. The patient claimed to have experienced symptoms suggesting severe hypoglycemia after obtaining elevated blood glucose readings on the reported meter. It is unknown what, if any, actions the patient took based on the meter readings. The patient received emergency medical attention. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.